Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right atrial (ra) lead had developed an infection. There were no additional adverse patient effects reported. All available information indicates that the ra lead remains in service.